Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). After pre-dilatation, the 3.5x33mm xience alpine stent delivery system (sds) was attempted to be advanced to the target lesion; however, after several attempts the sds failed to cross due to the anatomy. Therefore, the sds was removed from the patient and during removal friction was noted between the proximal end of the stent and the guide catheter. After removal, the stent was noted to become deformed. A non-abbott stent was implanted with the assistance of an extension catheter to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible the device may have interacted with the anatomy during advancement, causing the reported failure to advance. Further interaction with the anatomy and/or guide catheter during retraction of the device may have contributed to the reported material deformation, resulting in the reported difficult to remove; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.